Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intra-operatively, the device was so stiff and the surgeon cannot open the jaws at the end to actually use the device. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b3, b5, d1, d2(product code, common device name), d3(MFR name, street1, MFR city, country code, postal code), d4(model#, catalog#), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the needle was returned loaded in a device. The needle was removed from device for further inspection. The needle was inspected under a microscope and damage on the loading slot was observed. Less than one inch of suture was attached to needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of damage on the loading slot that has no relationship to the reported condition. Replication of an improperly loaded needle may occur if either the dlu has incorrect orientation or the suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances, the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy procedure, the device was to stiff and the surgeon cannot open the jaws at the end to actually use the device. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.